Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. The explanted device was not returned as it was disposed by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred (4) years ago the date the manufacturer became aware of the event. Explant date: 2018.